Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during an impedance check it was discovered that the 0-7 end of the lead had high impedances. The patient was only using their 8-15 end so no further action was taken and the issue was noted as being resolved. No symptoms or further complications reported.